Manufacturer narrative:
The reported events could not be confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow up. Upon review of the transmission, it was noted that the right ventricular lead exhibited loss of capture, noise oversensing, and high pacing impedance. On (B)(6) 2021, the lead was explanted and replaced successfully. The patient's condition was stable before, during and after the procedure. No patient symptoms were noted as a result of the lead anomaly.